Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that review of stored egm printouts revealed noise. Electrical measurements were taken and appeared to be normal. Emi interference was suspected. The device was reprogrammed and the patient will be monitored.